Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(health effect - clinical, type of investigation, investigation findings, component, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and found fault codes 111, 112 and 118. Fse verified all base to head connections including the coiled cord and video generator board were secured properly as faults 112 and 118 suggested. Fse replaced executive processor board (d670-00-0770) as fault 111 suggested. Fse performed a preventive maintenance (pm), full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) shut off. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.